Manufacturer narrative:
The referenced replacement of the external portion/distal end of the driveline was reported under medwatch MFR report # 2916596-2016-00621. (B)(4). Approximate age of device ¿ 11 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient dropped the system controller and a driveline fault alarm was elicited. The patient was asymptomatic. The vad coordinator cleared the driveline fault alarm. The alarm reoccurred and the system controller was exchanged. The customer reported that the driveline fault alarm reoccurred after system controller exchange. An external/distal end repair had previously been performed within 3-4 inches of the patient's driveline exit site (on (B)(6) 2016) and therefore the manufacturer's technical services representative could not attempt a secondary repair due to insufficient driveline available to complete the repair. The submitted x-rays showed a previous driveline repair had been performed within a few inches of the exit site and there was an area of concern internal to the patient. The vad coordinator reported the patient is not a candidate for a pump exchange and a decision was made to silence the audible driveline fault alarms. No further information was provided.

Event description:
Additional information: it was noted that the history of the driveline repair on (B)(6) 2016 occurred a few inches from the exit site. X-rays submitted on (B)(6) 2016 showed an area of concern on the driveline that is internal to the patient. From (B)(6) 2016, the log file was filled with yellow wrench driveline faults which were consistent with the confirmed driveline fault that had been set to ¿extended silence¿. On (B)(6) 2016 the patient presented to the ed complaining of feeling weak. The system controller was alarming with ¿red heart¿ alarm. It was unknown at that point how long the heartmate ii pump was stopped before the patient arrived at the hospital. The pump was not restarted and the patient was started on milrinone. The system controller was disconnected from the patient on (B)(6) 2016. It was reported that the patient was not a candidate for a device exchange and end of life measures had been started. It was reported that the driveline appeared to be twisted and looked as though it had been tugged on as the exit site was disturbed. There was also a concern of an infection in that area due to the appearance and the hardness on the patient¿s abdomen. The patient had a history of twisting the driveline and did not use the consolidated bag. Many opportunities were taken to instruct the patient regarding driveline care, dressing changes and also the importance of maintaining the integrity of the driveline. Log files were submitted to the manufacturer's technical support representative for review which contained data from (B)(6) 2016. It was noted that the log file contained pump stops on (B)(6) 2016 while the patient was on battery. There were also pump stops noted on (B)(6) 2016 while either with one lead connected to battery and one lead connected to the power module or connected to power module only. Technical support noted that this was an indication of a driveline short to shield and since a prior driveline repair was close to the exit site, there would not be enough of the original driveline length to work with which would allow for another external driveline replacement. It was reported that on (B)(6) 2016 the patient expired.

Manufacturer narrative:
This medwatch report is regarding the report of driveline fault alarms, pump stoppage events, driveline compromise and the patient expiration. The report of driveline infection was reported under medwatch MFR report #2916596-2016-01524. The report of driveline fault alarms and pump stoppage events was confirmed based on the evaluation of the submitted and retrieved log files from the returned system controllers. Based on the manufacturer¿s past complaint experience and similar reported events, the driveline fault alarms that were confirmed through the analysis of the log files could be indicative of a driveline compromise. Additionally, the evaluation of the returned system controllers found that both device functioned as intended during analysis with no atypical events or alarms noted. There was no driveline fault alarm reproduced during evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.